Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Technical services (ts) reviewed noting the morphology showed elevated st segments which lead to t wave oversensing, resulting in the inappropriate shock. This patient felt pre syncopal during the event. Ts recommended considering evaluation in clinic. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received two more inappropriate shocks due to the previously mentioned issues.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Technical services (ts) reviewed noting the morphology showed elevated st segments which lead to t wave oversensing, resulting in the inappropriate shock. This patient felt pre syncopal during the event. Ts recommended considering evaluation in clinic. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.